Manufacturer narrative:
Additional information was added: the lot was manufactured from may 8, 2019 - may 10, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which observed fluid inside the bag that contained the device suggesting a leak occurred. Due to the nature of the sample, no additional testing could be performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unknown location. This was identified during a patient infusion (drug unspecified). There was no patient injury or medical intervention associated with this event. No additional information is available.